Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was guidewire coating on the distal conductor of the lead and it was obstructed. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. A fresh guidewire was inserted in the lead and came to a an occlusion at 65 cm. There is guidewire coating stuck in the lumen at 65 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire was inserted into the lead but would not progress. A second wire was attempted and would not go through the lead. The physician requested a new lead which was implanted. No patient complications have been reported as a result of this event.